Manufacturer narrative:
Additional information: stent strut deformation/lifting occurred during positioning/advancement of the device at the lesion prior to deployment. Per the physician, the exact cause of the stent deformation could not be definitively determined, however, the challenging lesion anatomy and resistance encountered during advancement were believed to have contributed to the deformation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure an attempt was made to use one onyx trucor coronary drug eluting stent when there was an issue with the stent strut. The device was not inspected prior to use. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. There was no resistance encountered when advancing the device, and excessive force was not used during delivery. The lesion being treated was a mildly tortuous, mildly calcified lesion located in the mid left anterior descending (lad) artery. No patient complications were reported as a result of the event.

Manufacturer narrative:
Please note that this device (onyx trucor) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (resolute onyx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.